Event description:
(B)(4). Very bloated stomach for years now. Rash started 8 years ago, dr. (B)(6)could not figure out what it is. On hand palms and all over my body. Apparently have some kind of nickel allergy/poisoning. And have adrenal tumor size of ping pong ball on my kidney and also incontenience problems.